Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that the flexvision pc was defective. The fse replaced the flexvision pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the allura system would not start up. There was no report of harm. Philips has started an investigation of this complaint.